Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they were having problems with a box of infusion sets. The customer¿s blood glucose level was unknown at the time of the incidents. The customer stated they have had lows and highs. The customer stated that while priming, it takes a long time for drops to appear and when they do, they come out as a big blob. The customer was concerned that this may have been affecting their insulin delivery. The customer also mentioned sensor glucose versus blood glucose differences. Troubleshooting was not completed. The infusion set will be returned for analysis.